Event description:
See MDR #3006425876-2013-00132 for the first event involving the same pt. It was reported that the catheter was placed in the anticubetical fossa (acf). Leaking from the entry point during administration occurred after three days of being insitu. As a result, the catheter was removed and a PICC. There was no reported pt injury, complications, or death. There was a delay in treatment, but it did not cause harm to the pt.

Manufacturer narrative:
(B)(4). The device will not be returned.